Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the all keypad buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The investigation revealed that all keypad buttons responded as expected. The reported unresponsive keypad issue was unable to be confirmed or duplicated. The keypad buttons were found to click back and spring back normally. The keypad cover was removed and there were no issues found with the key contacts and there was no evidence of moisture found when the pump was opened. The pump was found to pass a leak test. There were no defects found in the investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.